Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientifc corporation that an obtryx curved single system was implanted into the patient during a procedure performed on (B)(6) 2010. As reported by the patient's attorney, the patient underwent a revision procedure of the obtryx device on (B)(6) 2017 due to incomplete emptying of the bladder and decreased force of stream. On (B)(6)2017, another revision procedure was performed due to incomplete bladder emptying. Boston scientific has been unable to obtain additional information regarding the event to date.